Event description:
It was reported that "stylet stuck inside the lead and cannot be pulled out." The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) lead stretched. Full lead returned and analyzed. The lead was received stretched which stretched out the distal conductor and prevented the stylet from being removed. The distal conductor stretched, outer insulation pulled apart (overstressed) and stylet stuck in lead-distal coil.